Event description:
A nurse had contacted baxter home care services (hcs) regarding patient controlled analgesia (pca) extension sets in which numerous sets had broken and come apart. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information was obtained from the customer. There was breakage or cracking at both ends of the IV set. The syringes being used stick to the IV sets luer upon disconnection. The nurses twist the stuck syringe from the IV set, resulting in the stem breaking. After further investigation a cause of the reported condition could not be identified.

Manufacturer narrative:
(B)(4). A sample was received and the problem was confirmed. A follow-up report will be submitted upon completion of evaluation or if relevant additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection identified a broken luer lock. However, a root cause could not be identified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A sample was received and the problem was confirmed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.